Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1007 ((post) vent-inop: machine and proximal pressure sensors failed). The device was in clinical use when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: the key market (km) responder reported that the data acquisition (da) board was faulty, and that the hospital replaced the da board to resolve the issue. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.